Event description:
It was reported that during a follow up the patient experienced purulent discharge from their deep brain stimulation (dbs) lead extension and implantable pulse generator (ipg) incision site and was hospitalized. Cultures taken confirmed pseudomonas and patient was prescribed intravenous line (IV) anti-biotics and remained under the care of their physician. The infection was a risk of the procedure per the physicians assessment, and it was noted the patient decided to have the dbs devices removed due to repeated infections. The patient underwent a procedure where all the dbs devices were removed and irrigation and debridement was performed six days after being admitted. Physical analysis of the dbs devices could not be performed in our laboratory, as the device was discarded by the facility. The patient prescribed anti-biotics and did well post-operatively.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: dbs-linear leads, upn: m365db2202450, model: db-2202-45, serial: (B)(6), batch: 7101655; product family: dbs-linear leads, upn: m365db2202450, model: db-2202-45, serial: (B)(6), batch: 7101041; product family: dbs-ipg-r-MRI, upn: m365db12160, model: db-1216, serial: (B)(6), batch: 580145; product family: dbs-extension, upn: m365nm3138550, model: nm-3138-55, serial: (B)(6), batch: 7119163; product family: dbs-lead fixation, upn: m365db4600c0, model: db-4600c, serial: n/a, batch: 30903815; product family: dbs-lead fixation, upn: m365db4600c0, model: db-4600c, serial: n/a, batch: 30853164.